Event description:
Event description guidant received information that this transvenous implantable lead's pacing impedance has risen from 1000 ohms at implant to 2100 ohms. The threshold has also risen from 1.0 v at implant to 2.2 v.